Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the last bolus delivery was a 4.85u bolus on (B)(6) 2015 at 17:50. The last basal delivery was on (B)(6) 2015 at 19:50. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. Successfully performed a normal 10u bolus and a 10u audio bolus. Both were accurately recorded in the pump history. Bolus history found to be recording properly. No hypersensitive keys observed on the keypad. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. Audio bolus button cover is torn; the button is fully responding to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of hi (over 500mg/dl) with nausea, drowsiness and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match, the variation due to known cause. The variation cause was due to pump suspended, the prime menu was accessed and there was loss of prime. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.